Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp.

Event description:
The dr was unable to remove the stylet wire from the inner lumen. On 3/25/98, datascope was notified that the iab/stylet wire was discarded and would not be returned for eval. [Event complications]: unk-reported 12/29/97. [Pt's current status]: unk-rpt'd 12/29/97.